Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported "increase in volume". Device remains implanted.

Event description:
Healthcare professional reported right side "seroma, stiff and hot breast". Device remains implanted.

Manufacturer narrative:
B3: partial onset date 2021. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.